Event description:
It was reported that during the pre-use check, a crack in the connector was found. There was no patient injury reported.

Manufacturer narrative:
One fluid warming set was received for evaluation in relation to the reported event. Visual and functional testing was able to confirm the reported event. It was observed a cracking on luer lock adapter .this issue could cause leakage or another functional fail test. The device failed leakage testing. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One fluid warming set was received for evaluation in relation to the reported event. Visual and functional testing was able to confirm the reported event. It was observed a cracking on luer lock adapter .this issue could cause leakage or another functional fail test. The device failed leakage testing. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during the pre-use check, a crack in the connector was found. There was no patient injury reported.